Manufacturer narrative:
The customer returned a sample with lot h20k18071 for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition is related to inadequate solvent application to the set during manufacturing. A batch review was performed for lot h20k18071 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter city: (B)(6). Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a peritoneal dialysis (pd) transfer set. The separation was discovered at the hospital during continuous ambulatory peritoneal dialysis (capd). To resolve this issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.